Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in the early morning about 2 weeks prior to contacting lfs. The patient reported a blood glucose result of "140 mg/dl" with the subject meter. The patient manages her diabetes with insulin pump therapy. It is not known if the patient made changes to her usual management routine at the time of the alleged issue. A few hours after, the patient claims she felt sweaty and confused (not knowing who or where she was). Treatment was not specified at that time. On the morning of (B)(6) 2013, the patient reportedly went to the emergency room (ER) and obtained a blood glucose result "30 points lower" than the subject meter. The patient was administered intravenous (IV) glucose as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.